Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/31/2021. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number an5557, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Events reported in mwr 2210968-2021-00606 and 2210968-2021-00607. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke at the base of the thread during the vaginal suture. There were no adverse patient consequences reported. No additional information was provided. Occurred intra-operatively.